Manufacturer narrative:
Additional information - product not returning.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the merlin programmer failed to power up after a short caused a spark. There was no patient involvement.